Event description:
Neck fracture of exeter stem. Update 22 february 2019. As per medical review: - cup malposition with significant medialization of the cup within the acetabular bone.

Manufacturer narrative:
Event regarding crack/fracture involving exeter stem was reported. The event for fracture was not confirmed; impingement was noted. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: bending forces are applied on the stem neck with every impingement ¿hit¿ letting fatigue stress build up in the stem neck until finally a fatigue fracture of the stem neck may occur, such as occurred in this patient after some 13-years. Cup malposition with major medialization of the cup within the acetabular bone has contributed to bony impingement creating an overload condition in the arthroplasty bearing with fatigue accumulation in the stem neck until a fatigue fracture occurred requiring revision surgery about which no info is available. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Neck fracture of exeter stem.